Event description:
It was reported that during a clinic visit, the health care professional (hcp) contacted technical services (ts) for a consult review of the cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to possible non-capture observed on both ventricular leads. Upon review, the presenting egm showed patient appeared to be in a bigeminy pattern. Ts noted potential non-capture on both right ventricular (rv) and left ventricular (lv) leads with a slow ventricular escape. No additional adverse patient effects were reported. At this time, the crt-p, rv and lv leads remain in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) contacted technical services (ts) for a consult review of the cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to possible non capture observed on both ventricular leads. Upon review, the presenting egm showed patient appeared to be in a bigeminy pattern. Ts noted potential non capture on both right ventricular (rv) and left ventricular (lv) leads with a slow ventricular escape. No additional adverse patient effects were reported. At this time, the crt-p, rv and lv leads remain in service. Subsequent additional information was received indicated that during a follow up visit, the crt-p system and patient were assessed and found to have stable lead measurements. The clinician will continue with monitoring at this time. No additional adverse patient effects were reported. The crt-p, rv and lv leads remain in service.